Event description:
Boston scientific rec'd info that during the device upgrade procedure, upon removing this lead from the device, the lead's pin pulled back (4 or 5 mm). The lead was tested with the pacing system analyzer and the diagnostic measurements were acceptable. The lead was connected to the new device and again the measurements were acceptable. Connection was confirmed to be secure by tugging on the lead. Technical services was contacted and stated that the lead may not function appropriately. The lead remains implanted with the new device. No adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.